Event description:
Caller reported a cgm error, specifically error 42, related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on how to reset the pump, and successfully started a new sensor session after the reset.